Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder repair with the use of a mitek cp90 electrode, the surgeon, for whatever reason, did not connect the device's suction tube, which is recommended in the IFU. After about 5 minutes of use, this was noticed and the tube was then connected. Later on in the procedure it was noted that the patient had developed a blister burn (degree not noted); however, the complaint report states that the burn was significant enough to warranted some sort of intervention to prevent to prevent permanent damage. They assume that the burn is a result of heated saline dripping from the unconnected suction tubing onto the patient¿s skin. However; the surgeon was not concerned and is not sure from where the burn was created. The complaint device was discarded at the user facility.

Manufacturer narrative:
The complaint verbiage is stating that proper set up protocol was not followed by the user with the use of the mitek device, which may have been part and parcel of the patient injury, or, they do not know what caused the patient burn. In any event, based on the event description, we are attributing the issue to technique a user issue and not a fault or defect of the mitek device. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.